Event description:
Related manufacturing ref: 2184149-2022-00144. During an atrial fibrillation procedure for a planned pulmonary vein isolation, a cardiac perforation occurred. Two sheaths were inserted over the right groin and a diagnostic catheter was then inserted into the coronary sinus (cs). A double transseptal puncture was completed successfully the needle and an advisor hd grid catheter was placed in the left atrium via the sheath. Cardioversion began to convert atrial fibrillation to sinus rhythm successfully. After collecting respirational data and switching the positional reference from the system reference to cs 3 reference, a peak-to-peak-map of the left atrium was done. No issues were noted with the system or catheters at that point. The hd grid catheter seemed a little off; a kink was visualized between the shaft and the adjacent electrodes a4-b4-c4 and d4 in the navx mapping system. However, this was thought to be a problem with the sheath filter, so the sheath filter baseline was reset. The issue occurred again, however, mapping continued with collect map-and model information. In the end, a proper map of the left atrium was completed and all four pulmonary veins were visible that needed to be ablated. The hd grid catheter was removed from the agilis sheath and inserted into an sl0 sheath. The ablation catheter was advanced via the agilis sheath. The force value on the ablation catheter was high prior to insertion into the patient (approximately 380 grams) but the force was reset to zero without any issues. As soon as the ablation catheter was inserted and advanced to the left atrium, both the hd grid and ablation catheters shifted approximately 7 mm and they were moving in the empty space above the model. A shadow was added after choosing cs positional reference and the catheter was right on that shadow; no shift was noted. The physician then decided to place the hd grid catheter in the left atrial appendage (laa) and the ablation catheter in the left superior pulmonary vein (lspv) via fluoroscopy. Both catheters were approximately 1cm above that position in the mapping system. The enguide alignment tool was used by setting the positional reference to system reference and then moving the cs catheter to the real position of the catheters. Ablation was then started, however the catheters shifted again without any visible cause. High force metrics were noted almost the whole time. The physician didn¿t actually know where his catheter position was due to the shift. A few unsuccessful ablations were done at the ostium of the lspv, but no matter how long ablation was done, there was still signal conduction through the tissue. The decision was made to stop the procedure to avoid further risks for the patient. After removing the catheters, an ultrasound was done which revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. The patient was transferred to the ICU and the nursing staff noted the patient wasn¿t able to move his left arm and left leg properly. The patient stated he had no strength in his arm or leg. A CT was then done which confirmed there was no stroke. The patient was able to move his limbs properly after the last examination. The physician indicated the incorrect depiction of the catheters in the navx mapping system, may have been one possible reason for the cardiac tamponade.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 1-18, sensor a and sensor b met specifications for acceptable resistance values with no open or short circuits detected. The catheter deflected in both directions when actuating the steering mechanism and met curve specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.